Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a pneumonectomy procedure, the device was closed on tissue, the jaw wouldn't close complete, but got stuck in the partially closed position. The surgeon could not remove from tissue. The case was finished by stapling medically with a stapler and then cutting the device off. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60a device was returned with the anvil damaged the firing mechanism jammed. The device was received with a gst60g reload present. The reload was received partially fired, with the cartridge body and drivers damaged. After further analysis it was noted that the knife had buckled. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.